Event description:
It was reported that the insulin pump alarmed motor error after the insulin pump may have been exposed to the magnetic field of an x-ray machine. The caller did not know the blood glucose reading. He noted that the issue began about 2 weeks prior to the call. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.